Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the internal battery is not lasting. No patient incident reported, and will engage in monitoring.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the device was able to power on using both ac and battery power. The battery was charged for 48 hours and the the device was left on battery power for 4.5 hours before emitting a low battery alarm and shutting off. It was determined the battery has failed and does not charge to an acceptable capacity., corrected data: